Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1309 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rees1309) have been reported from the same facility in (B)(6).

Event description:
It was reported that a powerpicc was found to be occluded. There was no reported patient injury. The PICC is now working after patient sent for x-ray to be checked.